Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous potassium (k), chloride (cl), carbon dioxide (co2) and calcium (ca) results. Customer stated that the erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer repeated the samples on an alternate (back-up) instrument in the laboratory, the results of which were reported outside the laboratory. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check the amount of ion selective electrode (ise) reagents, to check the reagent lines for any kinks, to check for any loose electrodes, to check the ise module for any leaks, and then to prime the ise module. Lastly, the cts instructed customer to recalibrate all the ise chemistries. Customer called back to inform the cts that the module was leaking. The cts then scheduled a service request. Customer stated that no one was harmed by or exposed to the instrument leak. The field service engineer (fse) inspected the instrument and found that line #25 was pulled off and disconnected from the flowcell. The fse routed the line properly, and reconnected it to the flowcell. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).